Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Patient had a rotated heart, which resulted in poor imaging. An xtw clip was inserted and successfully deployed, reducing mr to a grade of 2. The following day, echocardiography was performed and showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device (slda), which resulted in the recurrent mitral regurgitation (mr), could not be determined. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Poor imaging appears to be due to challenging patient anatomy. The reported hospitalization and surgical treatment were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.